Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per : reservoir filled with diluent and connected to a new infusion set, installed reservoir & connector into a paradigm insulin pump. Performed a manual prime visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was dripping out insulin even after being disconnected. The customer¿s blood glucose level was 90 mg/dl at the time of the incident, and 79 mg/dl at the time of the call. The customer drank juice to prevent a low. The customer does not use pump auto mode and the pump was delivering insulin without input. Troubleshooting was not completed. The customer also reported highs of 500 mg/dl. The insulin pump will be returned for analysis.